Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher than the initial results. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist offered to dispatch service to the customer site, but the customer declined. Upon the ccc's instructions, the customer checked the integrated multi-sensor technology (imt) tubing, the sample tubing, the port for holding and draining the fluids, the tubing for vacuum, and primed the diluent pump. The customer replaced the x-tubing and the quiklyte sensor and ran a dilution check, which was acceptable. The customer did not obtain any more discordant results. The cause of discordant, falsely low sodium results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.